Event description:
The customer reported that the portable detector was dropped from a height of 2 feet. A dropped detector can lead in worst case to a fracture in the foot. No injury reported.

Manufacturer narrative:
Ref. ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The remote service engineer (rse) called the customer and instructed them to complete a gain and pixel calibrations. They tested the image and returned the system back to the customer with full functionality. Finally, the system meets the specification for the performed service and is returned to use. The detector was dropped from a height of 2 feet. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended.